Manufacturer narrative:
The device was evaluated and found to be within specification.

Manufacturer narrative:
They could not remember which drivers had the issue, so the exact number of devices is unknown. Since treatment was not completed successfully, this event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a dentist returned his stock of ev implant drivers because he was dissatisfied with the product. The dentist's assistant stated there was no friction between the drivers and the implant and that some of the drivers were bent and an implant placement procedure could not be completed successfully.